Event description:
Pt was doing well until approximately september of 1997 when his left foot hyperflexed after catching the left foot. He felt a weak feeling and some swelling but very minimal pain. The pt was evaluated and found to have metal-on-metal crepitus in his left total knee. X-rays show the lifting of the patella after the above injury.

Manufacturer narrative:
H6. Results: wear of metal backed patella is consistent with the slight misalignment of the implant as noted in the radiographs. Uhmwpe patella dome was wearing on the high spot/line of one side due to the asymmetric loads that such a misalignment can cause. Wear damage of the (ti) metal backing was localized to a small arc on one side of the component where poly fractured off. After metal backed patella had worn enough to weaken the part, it then fractured. Exact time of uhmwpe fracture is probably the incident of trauma noted by the pt. H6. Conclusions: analysis indicated that trauma by the pt was a major factor in the failure of the implant.